Event description:
Adverse event(s): "lens intolerance" (no code available); "blurry vision" (blurred vision). Product problem(s): "none reported" (no information [iol (intraocular lens) implant]). An operating room mgr reported an intraocular lens (iol) was exchanged due to intolerance of the iol. In a f/u phone call with the surgeon's office, the office mgr reported the pt has been experiencing blurry vision.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met released criteria. There have been no other complaints reported in the lot number. Additional information was requested on 08/03/2010, 08/12/2010, 08/13/2010, and 08/23/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).